Event description:
It was reported that, "(B)(6) female admitted to the hosp for severe left hip pain. Per history, pt sustained fracture of the femoral neck left hip two yrs ago. She underwent placement of cementless austin moore hip prosthesis at another facility. As reported after her placement, she developed more and more pain and for the last yr has had severe pain in the region of the groin, but also down the thigh. Intra-op per surgeon noted articular cartilage within the acetabulum had been eroded and now exposed bone. The pt was also noted to have subsidence of the austin moore prosthesis within the canal of the femur and that there had been a good deal proximal bone loss medially. On this admission, pt underwent revision of left total hip arthroplasty."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report. (B)(4). PMA/510(k): pre-amendment.